Manufacturer narrative:
During inspection and testing, the air/water supply was insufficient due to the unidentified foreign material clogging the nozzle. The nozzle was replaced to address the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the nozzle of the subject device was clogged. The issue was found during reprocessing of the device after an enteroscopy procedure was completed. There was no patient or user injury reported due to the event. The suspect device was returned to an olympus service center for evaluation. During the inspection and testing, it was observed that the nozzle was clogged with foreign material, confirming the reported issue. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material such as adherent of gauze, foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle due to inappropriate reprocessing after the previous procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function. Reprocessing manual cleaning, disinfection, and sterilization procedures: precleaning warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection, and sterilization procedures: cleaning the external surface: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel: removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor the field performance of this device.